Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming failed battery test. His mother had inserted a new battery the day before. Customer's blood glucose level was over 40 mg/dl. They were at the doctor's officer and they were going to call back to troubleshoot. The customer was having battery issues. The device was not returned.